Manufacturer narrative:
This lead's allegation was not verified, no anomalies noted at lead tip, spiral fixation and tines are intact. Traces of dried body fluid/blood in lumen, open tip lead.

Event description:
Boston scientific received information that this left ventricular (lv) was dislodged. The lv lead was explanted. No additional adverse patient effects were reported. This supplemental report is being filed due to product investigation result received.

Event description:
Boston scientific received information that this left ventricular (lv) was dislodged. The lv lead was explanted. No additional adverse patient effects were reported.